Event description:
The valve had been implanted for several months and was revised because it did not perform to surgeon's requirements.

Manufacturer narrative:
The product was returned and evaluated by co. The product returned was not the product initially reported. Also received with the product were a ventriculostomy reservoir and ventricular catheter which were no longer connected to the valve. These two non-co product were not evaluated. The eval included testing for patecny, pressure/flow characteristics, preimplantation pressure and shiphoning. The co product met all performance specifications. It is possible that the reported pressure failure was related to one of the other two products.